Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: during investigation, the battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. With the cover removed, an intermittent solder connection on the negative battery terminal connection at the power printed circuit board was observed.